Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive result when using kit grp a strep 30 test veritor (material # 256040), batch numbers 2301197. It was reported that the customer received false positive veritor strep result on the symptomatic patient. When patient was tested at alternate facility on same day, they received a negative strep result. While inquiring about the workflow, customer stated that they followed as per the instruction for use (IFU). Customer noted that the patient was treated at mount sinai office based on their test result. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Negative extraction was performed for one device returned by the customer, and the assay had typical intended results. No relevant issues were identified. The reported issue was unable to be confirmed based on the investigation. The root cause could not be identified. Currently no adverse trend for false positive was identified. H3 other text : see h.10.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details detailed erroneous results (include # of errors and type): 1 fp step . Customer states fp strep result.

Manufacturer narrative:
Common device name: antigens, all groups, streptococcus spp. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details detailed erroneous results (include # of errors and type): 1 fp step. Customer states fp strep result.